Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the error 25745 was found indicating "the patient clearance down (tornado) button on usm 2 is unstable" on the usm "0x3" axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where an error was triggered indicating fault on the "0x3" axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where "buttons test" was found to be failing on the "0x3" axis. Once testing was completed, the "insertion switch assembly" was individually tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of a component or module within the insertion switch assembly of affected usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed patient clearance button on universal surgical manipulator (usm) 2 did not work. The issue did not impact the ongoing surgery. The procedure was completing as planned with no reported injury. Isi followed up with the csr and obtained the following additional information: the procedure was completed with all four usm arms.